Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch w.... (B)(4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2009, during an enteral nutrition replacement procedure on an over 70 year old, male patient. According to the complainant, on (B)(6) 2009, the doctor noticed a crack in the rx port in the new securi-t percutaneous replacement gastrostomy tube. The device was wrapped with tape since there was not another available at the time. A replacement was completed on (B)(6) 2009, with another securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.